Event description:
The intralase fs laser was used to create a corneal flap for bilateral lasik surgery in 2005. Postoperatively, the right eye (od) had flap striae. The dr lifted and stretched the flap but the striae recurred, so the dr again lifted the flap and sutured the flap edge fifteen days later. The striae has resolved. Preoperative bcva was 20/20 ou and current bcva is 20/25 od. The association between the event and the device is unknown.

Manufacturer narrative:
This event was reported to intralase nearly one year after the original incident. A review of service history records around that date show an intralase field service engineer inspected the laser and performed preventative maintenance on 08/03/05 and 10/12/05. Upon departure, the laser met specifications and was performing as intended.